Manufacturer narrative:
(B)(4).

Event description:
Covidien received a report that the n65 pulse oximeter display is missing segments on the saturation of peripheral oxygen (spo2) portion of the display. The failure happened when the device was not being used on a pt.